Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Wbc contamination of platelet products can potentially be due to: this failure may be part of your sites statistical distribution. Late or major changes, especially in hematocrit, can contribute to an elevated wbc count. Donor physiology. Sampling, calculation, or other process error.